Manufacturer narrative:
H3 analysis of the returned recharger revealed device is unresponsive. Flash sector read/write protection bits have become set. "This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting g uidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. " medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The healthcare provider reported via manufacture representative when the patient got home, the three green lights on the front of the charger were cycling up (bottom green light, middle green light, top green light) and it did this over and over. The patient was then unable to do anything with the charger including charging it. The healthcare provider paired a brand new charger with no problems. The patient stayed with the healthcare provider for a full charge and left.